Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with insulin delivery. The customer states that their device stopped working. The customer states that about a month ago the device stopped delivering insulin. The customer states they have been using their backup plans ever since. The customer is out of town, so they will be calling back to provide information for a replacement.